Event description:
Boston scientific received information that right ventricular (rv) lead was surgically capped as it exhibited a steady increase in pacing thresholds and a decrease in impedances; however, not out of range. During the revision procedure the lead came apart such that the terminal pin and conductor came out of the insulation when exposed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.